Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly and no button error alarms were noted. However, moisture damage was noted on the keypad traces.

Event description:
Customer reported that the insulin pump alarmed button error while driving followed by another error alarm. Customer's blood glucose reading at the time of the call was 400 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.